Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. The strut rows at the proximal end of the stent were misaligned and squashed towards the distal end. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MFR# 2134265-2011-00442. Reportable based on analysis completed on (B)(6)-2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. Access was obtained through the radial artery. The 95% stenosed target lesion was located in the very tortuous and calcified left circumflex (lcx). A 1.5x15mm non-bsc balloon was used to predilate the lesion. Next, a 2.5x28mm promus element stent delivery system (sds) was advanced but could not cross the lesion. A 2.5x24mm promus element sds was also advanced but it failed to cross as well. The patient was treated with medication. There were no reported patient complications and the patient was stable post procedure. However, device analysis revealed that the 2.5x28mm promus element stent was damaged. This product is only ous approved but it is similar to an approved us device.